Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the image did not appear due to dust or water droplets adhering to the electrical contact of the scope, loose cable connection, or an abnormality on the board.

Manufacturer narrative:
The device was not returned for evaluation. Per customer the device was sent to third party for repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that during preparation for use, the evis exera iii video system center was not showing any image. There was no patient involvement, no harm or user injury reported due to the event.